Event description:
It was reported that the patient was experiencing frequent ipg charging since the leads were revised (MFR. Report no. 3006630150-2023-01834). It was noted that the ipg was unable to connect with the remote control and would overheat after an hour of charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1216, (sn (B)(6)). The returned ipg was analyzed and passed visual inspection. The ipg was unable to recharge after three four-hour charge cycle and became warm. It was cut open and connected to a power supply and the device exhibited high sleep current (18.7ma). Electrical testing revealed a low vh resistance measurement which indicated an electrical short within the application-specific integrated circuit. The damage resulted in the premature battery depletion post paddle lead revision. This type of damage was typically caused when the ipg was exposed to high voltage transients, high current sources, and high radio frequency (rf) energy. Exposure to electrocautery could cause this type of damage.

Event description:
It was reported that the patient was experiencing frequent ipg charging since the leads were revised (MFR. Report no. 3006630150-2023-01834). It was noted that the ipg was unable to connect with the remote control and would overheat after an hour of charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.